Manufacturer narrative:
(B)(4). The reported complaint of "iabp died when disconnected from outlet and unable to restart" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "iabp died when disconnected from outlet and unable to restart". Additional information states the iab pump console was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp died when disconnected from outlet and unable to restart". Additional information states the iab pump console was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is unknown.